Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic during follow-up, post-sensed t-wave oversensing was observed on stored egm. Patient received inappropriate hv therapy due to oversensing. Programming changes were made. Patient's condition was good.